Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported a hospitalization due to hyperglycemia when using the infusion device. The patient was taken by an ambulance to the emergency room and was hospitalized for one day. Prior to the hospitalization, the pump warned about occlusions. She changed the insulin cartridge, infusion set, and battery, but the problem persisted, and the pump did not administer the insulin. The patient's blood glucose levels reached 590 mg/dl and the ketone bodies were also high, but the user was unable to provide exact values. At the hospital, the patient was treated with fast-acting insulin and her health status was stabilized, the blood glucose levels were under control and she was discharged from hospital on (B)(6) 2022. Regarding the patient's lifestyle: the patient gave birth recently and therapy was changed during the pregnancy. The customer informed that the battery cover and the adapter have never been changed. Additionally, the user admits that the pump suffered mechanical impacts during the years of use.